Event description:
Reportable based on the device analysis completed on 23mar2026. It was reported that no cross due to calcification occurred. The 80% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 6f guidezilla ii was selected for use. During procedure, it was noted that the device could not cross due to calcification. The procedure was completed with the use of another of the same device. There were no patient complications, and the patient condition was stable. However, the device analysis revealed that the shaft and collar detached.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that there was a partial shaft and collar separation. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to patient condition. It is most likely that the presence of anatomical calcification presented a constriction over the catheter and increase the friction when the device was advancing through the lesion reducing the mobility and generating the reported issue.